Manufacturer narrative:
Results: visual inspection of the returned product showed that a tear in the optic, a haptic was bent and there was a clear surgical residue on the lens. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge; the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimized the potential for damaging the lens.

Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and discovered the haptic was ending in the injector. No patient contact.